Event description:
It was reported that the device does not pass operation test. There was reportedly no patient involvement. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
H3 other text : customer refused service quote.

Event description:
It was reported that the device does not pass the operation test. There was reportedly no patient involvement.